Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It was found to have damage from the front cover to the pcb and a leak at the drain elbow. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device overtemp alarms as soon as you turn it on. No patient involvement.